Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited oversensing on the lv channel of the left atrium. It was questioned if there was lv pacing inhibition as the bi-ventricular pacing percent was 50% and the patient was feeling ill. Programming options were questioned. Boston scientific technical services (ts) discussed that since it was a newly implanted lead, that it may have pulled back. A chest x-ray was performed, and it was noted that the lead appeared to be in the same position; however, this was going to be reviewed further. Ts discussed programming options. The sensitivity was reprogrammed, but the oversensing was still observed. Ts also discussed the option of repositioning the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that lv sensing was programmed off. No additional adverse patient effects were reported.